Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl. Customer alleged there was an issue with the "pump performance", and declined to perform a pump system check with tandem technical support. Customer changed the infusion set multiple times, changed the cartridge, and administered a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.